Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach as a valve in valve within an edwards surgical valve. The patient presented a highly tortuous right femoral approach, so it was decided to attempt by left femoral. However, due to patients obesity it was unsuccessful and the right femoral approach was reinstated. Lunderquist wire was used to straighten the vessel anatomy, however difficulties were encountered during puncture and sheath insertion. Then, during advancement of the valve through the esheath plus, the valve became stuck at the level of the first iliac tortuosity, but it was managed to advance the valve. During the valve alignment, it was observed on fluoro that one strut of the valve was bent, probably due to the tortuosity and issues encountered during sheath advancement. It was decided to continued the procedure and the valve was successfully deployed within the previous valve. Post dilation was performed following the standard procedure and the bent strut appeared less deformed. After the device removal, it was observed that the sheath had visible tears in the proximal/middle part of the liner, probably caused by the valve during advancement causing the frame deformation. The patient was noted as to be clinically stable and vascular assessment confirmed no further complications. The valve was crimped correctly and the loader was positioned appropriately. Thus, the perceived root cause was the lunderquist wire in combination with the vascular tortuosity and the sheath.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided imagery was evaluated, and revealed the following: one (1) valve strut appears bent outwards at inflow side on crimped valve inside patients vessel. Presence of tortuosity within patients access vessel. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (tortuosity) and/or procedural factors (excessive device manipulation likely contributed to the event as per provided imagery there was presence of tortuosity within patients access vessels, and reported information indicated that the prosthesis became immediately trapped at the level of the first iliac tortuosity. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Furthermore, excessive device manipulation can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.